Manufacturer narrative:
Investigation summary: a device history record review was completed for provided lot number 0272530. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample evaluation could not be completed by our quality engineer team. This was the first complaint received for plunger movement difficulty on lot number 0272530. Based on the investigation results, a cause related to the manufacturing process could not be determined for this incident. Further action has not been determined necessary at this time.

Event description:
It was reported that an unspecified number of syringe 10ml reg pr saline 10ml fill had difficult plunger movement during use. The following was reported by the initial reporter: "it was reported pre-filled saline syringes are stopping before all of the saline is dispensed. Verbatim: the pre-filled saline syringes are stopping before all of the saline is dispensed. Bd posiflush saline 0.9% syg 30x10 ml. Supplier material#:306546. Manufacturer: bd medical surg. Ndc: (B)(4).

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-03. H6: investigation summary : a device history record review was completed for provided lot number 0272530. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, four samples were returned for evaluation by our quality engineer team. The samples were received with 3 to 6 ml of solution left within the syringes. The returned samples were evaluated and plunger movement difficulty was confirmed. As this is the first complaint received for this issue and lot number and no non-conformances were detected during the production process, it is difficult to establish a definitive cause for the difficult plunger movement. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. H3 other text : see h10.

Event description:
It was reported that an unspecified number of syringe 10ml reg pr saline 10ml fill had difficult plunger movement during use. The following was reported by the initial reporter: "it was reported pre-filled saline syringes are stopping before all of the saline is dispensed. Verbatim: the pre-filled saline syringes are stopping before all of the saline is dispensed. Bd posiflush saline 0.9% syg 30x10 ml supplier material#:306546. Manufacturer: bd medical surg. Ndc: 08290-3065-46".